Manufacturer narrative:
The product has been received for analysis. If information is provided in the future, a supplemental report will be issued. The returned implantable cardioverter defibrillator (ICD) was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in the premature battery depletion and inability to interrogate the device.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was struck by a lightning and this device could not be interrogated by multiple programmers. Moreover, a magnet was placed on the device, but no tones heard even with a stethoscope. Additional information obtained from the field indicated that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. If information is provided in the future, a supplemental report will be issued. The returned implantable cardioverter defibrillator (ICD) was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was struck by a lightning and this device could not be interrogated by multiple programmers. Moreover, a magnet was placed on the device, but no tones heard even with a stethoscope. Additional information obtained from the field which indicated that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was struck by a lightning and this device could not be interrogated by multiple programmers. Moreover, a magnet was placed on the device, but no tones heard even with a stethoscope. Additional information obtained from the field which indicated that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.